Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when suturing around the navel intra-operatively, the suture broke while very minimal tension was used. There was no patient injury.